Manufacturer narrative:
(B)(6). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-18042019-0000410733 submitted for adverse event which occurred on (B)(6) 2013. Mwr-18042019-0000410735 submitted for adverse event which occurred on (B)(6) 2014. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a left colectomy, extensive lysis of adhesions, small bowel resection and enteroenterostomy on (B)(6) 2013 where the surgeon ¿encountered the previously placed mesh with small bowel and omentum deeply adhered to it. He noted that the small bowel was eroding into the mesh. Approximately 10 cm of small bowel was resected.¿ it was further reported the patient underwent an incisional hernia repair with extensive lysis of adhesions on (B)(6) 2014 ¿revealing three separate hernias and one serosal injury.¿ it was reported that the patient continues to experience severe pain, nausea, revision surgery, bowel injury, mesh migration, mesh erosion, dense adhesions, recurrence, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information was provided.